Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a defective pinch valve vl341. The fse proceeded to replace vl341 to resolve the errors. (B)(4).

Event description:
The customer reported obtaining "solenoid disconnected" errors from the unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.